Manufacturer narrative:
Concomitant medical products: boston sci guides/stent, 6f terumo csi. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The sealant of a 5f mynx grip vascular closure device (vcd) did not deploy properly and was exposed on the device during deployment. The advancer tube seemed to stick in the sheath and the physician could not deploy. The transition point seemed frayed. Hemostasis was achieved with another mynx device. There was no patient injury reported. A retrograde approach was used following a diagnostic peripheral procedure. The deployer was trained certified with the used of mynx. The patient did not have any relevant medical history nor relevant tests/laboratory data. The product was stored as per labeling. The device was opened in a sterile field. A non-cordis stent and 6f non-cordis sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There moderate vessel tortuosity. The stick location was the groin or standard site. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was removed from the packaging according to practice. The shuttle handle was not displaced. The sealant sleeve was not out of position. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) did not deploy properly and was exposed on the device during deployment. The advancer tube seemed to stick in the sheath and the physician could not deploy. The transition point seemed frayed. Hemostasis was achieved with another mynx device. There was no patient injury reported. A retrograde approach was used following a diagnostic peripheral procedure. The deployer was trained certified with the used of mynx. The patient did not have any relevant medical history nor relevant tests/laboratory data. The product was stored as per labeling. The device was opened in a sterile field. A non-cordis stent and 6f non-cordis sheath was used in the procedure. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. The stick location was the groin or standard site. There was no presence of peripheral vascular disease (pvd) or calcium in the vicinity of the puncture site. The device was removed from the packaging according to practice. The shuttle handle was not displaced. The sealant sleeve was not out of position. The patient's hospitalization was not extended as a result of the event. The patient recovered after the mynx event. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock opened, and the procedural sheath was observed to have been on the catheter, fully retracted against the grey handle. It was reported that ¿the sealant of a 5f mynx grip vascular closure device (vcd) did not deploy properly and was exposed on the device during deployment, however, the sealant was not returned with the device, and the advancer tube and syringe were observed separated from the device as received. The condition of the returned device indicates a complete removal of the device and does not match the description of the incident. It is unknown if the device was manipulated post the procedure. The shuttle cartridge & balloon catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Without the return of the sealant, a complete functional testing could not be conducted. No functional non-conformities were observed on the returned device. Per microscopic analysis, the tamp locks were inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot 1933801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant misdeployment ¿ unable¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The condition of the returned device does not match the event description. Procedural factors, such as failure to shuttle down completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.